Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
During a demonstration, the autopulse nxt platform (sn (B)(6) displayed a flashing yellow triangle alert immediately after the nxt band was placed on the platform. According to the reporter, the alert light did not activate when the nxt band was not attached to the device. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) displayed a flashing yellow triangle alert immediately after the nxt band was placed on the platform was confirmed by an archive data review, but not confirmed during functional testing. The reported complaint was not reproduced during the testing, and the nxt platform functioned as intended. The archive data review showed a fault 1072 (fault_motor_stalled_runni), indicating that the motor failed to reach the home position, which is a software-related issue. The autopulse nxt platform passed preliminary functional testing without any faults or errors. The nxt platform was further tested using the mztf (medium zoll test fixture) until the battery was fully discharged without any errors or faults. Following the service, the autopulse nxt platform successfully passed the run-in and final tests without any faults or errors.